Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. As that is at the end of the investigation. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Sensor was reprogrammed and simvivo and poise voltage test was performed. Poise voltage indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced hypoglycemia and and a loss of consciousness, fell and hit their head resulting in a cut on their head and was unable to self-treat. The customer was taken to the hospital were a healthcare professional stapled the cut on the customer's head and was "only given treatment and no medication was prescribed". There was no report of death or permanent impairment associated with this event.